Manufacturer narrative:
The investigation for the high purge pressure has been completed. Pump was not returned for investigation. Data logs were reviewed and it was seen that there was a gradual buildup in the purge pressure. The purge flow tick seen in the data logs were similar to that of a biomaterial buildup. The root cause of the high purge pressure issue was most likely biomaterial. Added- b5 mso review, d6b d4-corrected model number.

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data logs were reviewed, and placement signal was seen to be lost after hours of the pump start. The root cause of the optical signal failure was an air gap from between the automated impella controller and the patient cable plug or within the middle of the red handle ferrule. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 adverse event updated. B2 updated to death. B5 updated to include placement signal issue description. H1 updated to death. H6 updated to include death and placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-11972. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.

Event description:
The complainant also reported that there were placement signal not reliable alarms. The staff made sure the motor current and flow were operating well. Support continued.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported the patient implanted with an impella 5.5. Device for mechanical circulatory support encountered high purge pressure. Purge composition was changed, and staff continued to monitor. There was no report of patient harm as a result of this event.